Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00022, originally submitted on 12-feb-2026. This follow-up submission provides the medwatch report numbers for two reports received by millyard advanced medical products, llc after the initial MDR submission. The medwatch reports did not contain any new or additional event information; therefore, only section h10 (related report numbers) has been updated.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the remunity system and the patient's symptoms could not be confirmed. However, this event is not being reported to the FDA as a device malfunction as the additional information received from the specialty pharmacy confirmed that the patient had inadvertently set their delivery rate higher than intended and the reported pairing issue only occurred while the patient was attempting to pair their remunity pump to the incorrect remote. At the time of this report, no components or additional information have been provided to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on (B)(6) 2026. It was reported that the patient believed they were receiving an excessive amount of remodulin from their remunity pump and they experienced vomiting. The patient was subsequently admitted to the hospital on (B)(6) 2026. It was further reported that on (B)(6) 2026, the patient had contacted the specialty pharmacy regarding issues pairing their remunity pump and remote, and that it was possible the patient had entered the wrong dose during that time. Additional information was received from cvs specialty pharmacy on (B)(6) 2026. It was clarified that the pairing issue reported on (B)(6) 2026 occurred while the patient was attempting to pair their remunity pump with the incorrect remote, and that the issue resolved when the pump was paired with its corresponding system remote. The patient reportedly confirmed that no adverse events were experienced as a result of the pairing issue and that both remunity systems were functional at the conclusion of the call with the specialty pharmacy on (B)(6) 2026. It was further reported that the patient had inadvertently set their delivery rate higher than intended. The delivery rate was corrected by the hospital and the patient's remunity therapy was continued. The patient remained hospitalized overnight and was discharged the following day.